Event description:
It was reported that the patient was admitted due to fatigue and chest pressure. The patient further reported feeling dizzy. It was also noted that there was loss of ventricular capture and increased thresholds, but x-ray showed no change in lead position. The physician felt the lead may have perforated the tissue, so the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched; full lead returned and analyzed.